Event description:
It was reported that 200 bd angiocath¿ plus IV catheters had damaged tips. The following information was provided by the initial reporter: "the catheter tip was already damaged before using it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/8/2021. H6: investigation: one photo and three samples with open packaging were received by our quality team for evaluation. From the photo, three catheter units were observed with the tips appearing to be bent with a pierced-through hole. The samples were subjected to visual inspection. On the first two samples, a tear was observed on the catheter tip. On the third sample, a slanted cut was observed near the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. For the tear on the catheter tip, the assembly process was reviewed. If the catheter tip damage occurred during the manufacturing process, the defect would have been detected and automatically rejected by the 100% inline vision inspection system, due to not meeting the lie distance requirement. The catheter tip damage could have occurred during product application when the product was manipulated. For the slanted cut, the assembly process was also reviewed. There is no station that would cause the observed slanted cut. The slanted cut on the catheter could have occurred during product application when the product was manipulated. As the samples were returned in open packaging, the root cause could not be established. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd angiocath¿ plus IV catheters had damaged tips. The following information was provided by the initial reporter: "the catheter tip was already damaged before using it."